Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05492, 0001825034-2017-05493, 0001825034-2017-05494. Customer has indicated that the product will not be returned to zimmer biomet, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip revision procedure approximately one year post--implantation due to pain, leg length discrepancy, and elevated metal ion levels. During the procedure, abductor musculature avulsion secondary to metallosis was noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.